Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. .(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement and anti-tachycardia pacing (atp) not delivered when required. This lead was originally attempted to be repositioned but the physician noted a kink in the lead, so he felt more comfortable removing the lead and inserting a new one. This lead is not expected to be returned. No additional adverse patient effects were reported.